Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, in am fasting state. Rptr's results were 454 and 231 mg/dl. Rptr did not have any symptoms. On followup, rptr stated that a control solution test was within range. Rptr checks the confirmation dot for enough blood. No harm was alleged.